Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for one pt. A pt sample was tested for accu tni and a result of 2.56ng/ml was obtained. The customer re-tested the original sample and repeated result was 0.10ng/ml. It is unknown if pt treatment was affected as a result of this event.

Manufacturer narrative:
The specimen was collected in a greiner tube. The system information was not supplied. Service performed instrument validation. Carryover and diagnostic testing passed and the instrument was operating within specifications. The bci specialist did review pre-analytical sample handling with the customer and some issues were identified. However, specific details were not supplied. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.